Event description:
It was reported that an unknown substance leaked from the system 7 sagittal saw during sterilization at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that an unknown substance leaked from the system 7 sagittal saw during sterilization at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Manufacturer narrative:
The reported event, water leaks out, was confirmed but not duplicated. During the inspection the staff mechanical engineer for failure analysis found evidence that water/cleaner was present on the inside of the device, as a small amount of white solid residue and visible staining was found on the trigger shaft and trigger area, which indicates a liquid was present inside the unit. However, during testing there were no visible signs that a liquid or substance came out of the device. The reported event is likely due to a user issue and not as a result of a product failure. The presence of a substance on or being emitted from the handpiece can be caused or contributed to by fluid inside of the device. A possible cause of this failure is not sufficiently drying the handpiece after the wash cycle. Corrosion or a substance inside or leaking from the handpiece may be the result of improper cleaning and sterilization practices (not following recommended cleaning and sterilization methods) at the account site.